Event description:
Meter was reading in the incorrect unit of measurement. The medical affairs specialist attempted to reach the patient by phone; however, the phone number provided was incorrect. A letter was sent to the patient. The patient obtained a result of 24.0 mmol/l (converts to 432 mg/dl) on the reported meter. Patient was vomiting at the time of concern. Following use of the meter, patient took oral diabetes medication. Patient did not know the meter was reading in the incorrect unit of measurement and went to the hospital. No information was provided regarding results obtained at the hospital. Patient was treated with insulin. No further information was provided regarding the patient's usual medication regimen and testing frequency. Based on the information provided, there is no indication that the product contributed to the patient experiencing injury and medical intervention. The customer care representative (ccr) confirmed that the meter was set to mmol/l instead of mg/dl. The ccr walked the patient through resetting the unit of measurement. The patient stated that the meter had reset itself, changing the unit of measurement prior to the time of concern. Based on the apparent spontaneous change in unit of measurement, there is an indication that the product malfunctioned and the event meets the criteria for a medical device reportable. No products were replaced.